Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump infuses more than the established volume. The total volume of the bag is 1056 + 150 ml of lipids, total bag volume is 1206. The child needs to infuse 1100, but the pump tested infuse much more as they are unable to reach the established decrement hour in the morning due to the bag already being empty, despite indicating a reservoir residual volume of 86 ml. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.